Event description:
A customer reported that their pump was not recognizing cartridges, leading to repeated cartridge alarms. There was no information provided on the impact to the customer's blood glucose level. The pump was checked and subsequently found to be in working condition, as it started, charged, and delivered insulin without triggering any alerts or alarms. The customer successfully loaded a cartridge and delivered a bolus, and a replacement pump was issued. The device is expected to be returned for further inspection.